Event description:
This serious spontaneous device report was received from a physician in the united states. The patient, a (B)(6) year old female experienced a septic knee after she received the first euflexxa (1& sodium hyaluronate) injection for degenerative joint disease (djd) of her right knee. Lot number: h11264a. Expiration date: september 2014. On (B)(6) 2014, the patient received her first injection of euflexxa into her right knee. On (B)(6) 2014, the patient returned to the physician's office for a follow-up and it was found that she had a septic knee. The knee was treated with aspiration. Cultures (unspecified) were completed on (B)(6) 2014. The cultures were returned with the result positive (unspecified results). The device was withdrawn. At the time of reporting, the patient was recovering. No medical history was reported. Concomitant medications were reported. Further info was requested.